Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center and received. Due to repair delays as a result of failed date wipe of the device, manufacturer provided customer service options. Customer requested that device be returned unrepaired. Device returned to customer unrepaired.